Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 512mg/dl, and she was treated with an insulin drip and manual injections. The customer experienced excessive thirst and light nausea. Troubleshooting was performed, and no damage to the drive support noted. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Instructed the caller to remove the cannula and it was occluded. No further information was provided.